Event description:
The customer reported to olympus, the video system image quality was poor. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was an image output failure with the subject not visible, due to the image output control board failure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found image output failure with the subject not visible, due to the image output control board failure. Additionally, there was a deformation of the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation it is likely the reported issue was caused by a faulty main printed circuit board. However, the specific cause of the faulty main printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.